Event description:
Post-operative pt leaned over side rail of stretcher to vomit. Stretcher rail, in upright position, and felt to be locked, fell down, causing pt to fall to floor. Pt was assessed by MDR and found to have no apparent injury. MFR contacted and evaluated equipment. Were not able to identify problem until two add'l non-patient situations of a similar nature occurred on 4/2/96. MFR then contacted to effect repair.